Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section b5, describe event or problem, of the initial medwatch report stated: it was reported to ventec that the exhalation valve came off of a patient circuit (adult, active, heated, + cuff) during use. The reporter advised that there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the vocsn serial number, or the lot code of the broken patient circuit. As a result, section d4 (serial number, lot codes and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Section d4 model number and catalog number reflects the information known about the patient circuit. Section b5, describe event or problem, of the initial medwatch report has been corrected (see b5, above) to reflect the correct information. Due to character limitations in esub software we are unable to repeat that information here. Section d4, lot #, of the initial medwatch report stated: unknown. Section d4, lot #, of the initial medwatch report should have stated: 214401. New information for supplemental medwatch report 001 -- h6: the vocsn device was not returned to ventec for evaluation. Ventec did receive the broken patient circuit and verified the reported issue. Ventec's investigation determined that the root cause of the broken patient circuit was insufficient adhesive, resulting in inadequate joint strength between the two clear polycarbonate pieces of the active valve housing.

Event description:
It was reported to ventec that the exhalation valve came off of a patient circuit (adult, active, heated, + cuff) during use. The reporter advised that there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the vocsn serial number. As a result, section d4 (serial number and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Section d4 model number, catalog number and lot # reflects the information known about the patient circuit.

Manufacturer narrative:
H6: the patient circuit will be returned to ventec for evaluation. Ventec continues to investigation the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the exhalation valve came off of a patient circuit (adult, active, heated, + cuff) during use. The reporter advised that there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the vocsn serial number, or the lot code of the broken patient circuit. As a result, section d4 (serial number, lot codes and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Section d4 model number and catalog number reflects the information known about the patient circuit.